Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer muscular vsd occluder were reported in a research article in a subject population with multiple co-morbidities including recurrent respiratory infection, hemodynamically significant ventricular septal defect (vsd), and infective endocarditis. Complications reported included surgical intervention (explant), unexpected medical intervention (snare), heart block, hemolysis, obstruction, aortic regurgitation, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The complaint history review was not performed because this incident was based on an article review and no lot or serial number was provided. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: perimembranous and infundibular ventricular septal defect percutaneous closure: single center experience in 203 patients -medium and long-term follow-up.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: perimembranous and infundibular ventricular septal defect percutaneous closure: single center experience in 203 patients -medium and long-term follow-up.

Event description:
The article, "perimembranous and infundibular ventricular septal defect percutaneous closure: single center experience in 203 patients -medium and long-term follow-up", was reviewed. The article presented a retrospective, single center to assess the medium and long-term follow-up of transcatheter closure of perimembranous ventricular septal defect (pmvsd) with inlet or outlet extension-and infracristal ventricular septal defect (icvsd) in a high-volume center. The devices mentioned in this study were memopart mvsd, hyperion mvso, amplatzer mvso, nit-occlud le vsd, nit-occlud pda, konar-mr, memopart pda, cera pda, lepu mvsd, and amplatzer duct occluder I. The article concluded that indications for pmvsd closure can be safely expanded to pmvsd with outlet extension with deficient aortic rim and icvsd even in the presence of aortic valve prolapse and up to moderate aortic insufficiency (ai) without serious long-term complications. [The primary and corresponding author was nataliia yashchuk, deparment of international cardiology for congenital and acquired heart disease, amosov national institute of cardiovascular surgery, 03038 kyiv, 6 amosov street, ukraine, with corresponding email: natalie.yashchuk@gmail.com] the time frame of the study was from august 2012 to january 2025. A total of 203 patients were included in the study, of which 30 (14.8%) received an abbott device. The average age was 13.1 years and the average weight was 33.7kg. The majority gender was unknown. Comorbidities included recurrent respiratory infection, hemodynamically significant ventricular septal defect (vsd), and infective endocarditis.